Event description:
On (B)(6) 2021 it was reported by a facility representative via sems that the syringe abs-10010s was excessively difficult to pull upon during the blood draw. Then the inner syringe ¿popped¿ out and spilled blood after the draw. This occurred before spinning the sample.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.